Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the neuro tip of the craniotome device was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The crani-a attachment was evaluated and the reported condition that the foot plate was broken off was confirmed. An assessment was performed on the device which found that the neuro-tip leg was bent and the neuro-tip foot was fractured. It was determined that the condition of the neuro-tip leg being bent was due to excessive lateral force being placed on the device causing it to bend. The assignable root cause was determined to be damage caused by user error. It was further determined that the cause of the craniotome fractured foot was caused by excessive lateral force be placed on the device causing it to fracture. The assignable root cause of this condition was determined to be damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.